Manufacturer narrative:
The returned device was visually inspected and it was found reddish material inside the pebax, however, no damage was observed. Per the event, the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Per the condition observed a scanning electron microscope (sem) testing was performed and the results showed results showed evidence of a hole, stress marks and mechanical damage on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. Based on available analysis finding results, the damage on the pebax does not appear to be caused by any internal bwi processes since the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch¿ electrophysiology catheter and during the procedure, the temperature could not be displayed. The catheter was changed and the issue resolved. The procedure was continued with no patient consequence. Originally this complaint was assessed as not MDR reportable because potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The device was returned to biosense webster failure analysis lab for evaluation and on (B)(6) 2017, it was discovered that scanning electron microscope results showed there was a hole, stress marks and mechanical damage on the surface of the pebax. It is possible that the damage was generated with an unknown object. This finding is MDR reportable because there is a potential risk to the patient due to exposure to internal parts of the catheter. The awareness date has been reset to (B)(6) 2017, the date the reportable finding was discovered.